Manufacturer narrative:
Correction: h6: imdrf annex a grid: a0203.

Event description:
It was reported that an unspecified amount of bd microlance¿ 3 needles caused coring to occur in the medication during use. The following information was provided by the initial reporter, translated from french: "the bevel is very different... Between the 2 references, resulting in frequent coring of the pockets and/or an inability to sample."

Manufacturer narrative:
H.6. Investigation summary: to aid in the investigation of this report, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, two needles were shown. One needle displayed a regular bevel and the other had a short bevel. Bd has replaced material 304622 with material 303262. The change is related to the cannula bevel, being that former material 304622 had a short bevel; however, new material 303262 has a regular bevel. Handling of the product changes from one material to the other. While material 304622 could puncture the stopper at an angle from 60º to 90º, material 303262 should puncture the stopper at an angle between 45º to 60º. The new material should not puncture the stopper at a 90º angle. No quality defect has been identified with the reported materials at this time.

Event description:
It was reported that an unspecified amount of bd microlance¿ 3 needles caused coring to occur in the medication during use. The following information was provided by the initial reporter, translated from french: "the bevel is very different... Between the 2 references, resulting in frequent coring of the pockets and/or an inability to sample."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: to aid in the investigation of this report, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, two needles were shown. One needle displayed a regular bevel and the other had a short bevel. Bd has replaced material 304622 with material 303262. The change is related to the cannula bevel, being that former material 304622 had a short bevel; however, new material 303262 has a regular bevel. Handling of the product changes from one material to the other. While material 304622 could puncture the stopper at an angle from 60º to 90º, material 303262 should puncture the stopper at an angle between 45º to 60º. The new material should not puncture the stopper at a 90º angle. No quality defect has been identified with the reported materials at this time. See h10.

Event description:
It was reported that an unspecified amount of bd microlance¿ 3 needles caused coring to occur in the medication during use. The following information was provided by the initial reporter, translated from french: "the bevel is very different... Between the 2 references, resulting in frequent coring of the pockets and/or an inability to sample."